Manufacturer narrative:
The device remains implanted and is not available for analysis. Also was implanted plc121000j/(B)(4) UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel, neurologic damage, local or systemic. Additional considerations for patient selection include but are not limited to patient's anatomical suitability for endovascular repair.

Event description:
On (B)(6), 2017, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6), 2021, while the patient had a hospitalization at the orthopedic department, the patient complained about a cold feeling and a pain in the left leg. The computer tomography scan revealed an occlusion of the contralateral leg components from the long radiopaque marker to the distal end in the external iliac artery (eia). On the same day, a thrombectomy procedure of the occluded part of the devices and a percutaneous transluminal angioplasty (pta) with a mustang balloon catheter (10 mm x 4 cm) were performed. Imaging showed that the occlusion was resolved. As the landing part of the contralateral leg in the eia was narrow, an epic nitinol stent (10 mm x 8 cm) was placed in the eia, and a pta with mustang balloon catheter (10 mm x 4 cm) was performed additionally. The eia lumen was confirmed to be dilated slightly and the procedure was completed. The patient tolerated the procedure. Reportedly, the blood flow in the contralateral leg components placed in the eia was maintained at the initial procedure, and the vessel diameter of the occluded proximal end of eia was almost the same as the size at the initial procedure. Therefore, the vascular condition of the distal part of the devices was probably poor and the blood flow delayed at that site. Then, the blood flow at the proximal end of the eia might have decreased as well and occluded.